Event description:
Philips received a complaint regarding a v60 ventilator, reporting that the device randomly powers on by itself. At the time of the reported issue, the device was not in active patient use, and no patient or user harm occurred. The customer, with assistance from a remote service engineer (rse), evaluated the device and confirmed the reported behavior. The customer¿s biomed engineer verified that with the alternating current (ac) disconnected and the battery connected, the unit powered on spontaneously. Further testing showed that disconnecting the battery and reconnecting ac power also caused the unit to power on by itself. Remote diagnostic testing indicated abnormal device behavior, and it was advised to replace the power management (pm) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the power management (pm) printed circuit board assembly (pcba) was replaced and preventive maintenance was performed on the device. Following service, the device was verified to be fully operational and was returned to clinical service. The customer also confirmed that the defective part will be returned pending final confirmation that return is required.

Manufacturer narrative:
H11: h10- per good faith effort (gfe) response, it was confirmed that the power management (pm) printed circuit board assembly (pcba) was replaced and preventive maintenance was performed on the device. Following the service, the device was verified to be fully operational and was returned to clinical service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.